Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the doctor was unable to remove the sheath from the x-force dilation product and attempted to cut it. Allegedly, the patient required an additional surgery to remove a foreign object.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the doctor was unable to remove the sheath from the x-force dilation product and attempted to cut it. Allegedly, the patient required an additional surgery to remove a foreign object. Per additional information received via medwatch on 3-dec-18, it was reported that a patient had a foreign body retained in his renal cortex after a nephrostomy tube was placed. The patient had a CT scan which showed unusual findings and she was referred to a specialist. There were no presenting complaints from the patient. The foreign body was discovered during a percutaneous lithotripsy procedure. The patient underwent an exploration of the flank to remove the foreign body.

Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: ¿instructions for use caution: federal (u.s.a.) Law restricts this device to sale by or on the order of a physician. Description the x-force® nephrostomy balloon dilation catheter is a dual lumen catheter with a 24 (8mm) or 30fr (10mm) balloon mounted on the distal tip. It has a radiopaque tip and a radiopaque marker beneath the balloon. The lumen labeled with rated burst pressure (xx atm) is for balloon inflation. The other lumen allows the catheter to track over a 0.038¿ (.97mm) diameter guidewire and can be used for monitoring of pressure or the infusion of medication and/or contrast medium. Each balloon inflates to a stated diameter and length at a specific pressure ¿ typically at 10 atm. The balloon dilation catheter comes packaged with a refolding tool and a working sheath. It is available with or without an inflation device. It comes sterile and is for single use only. Indications for use the x-force® nephrostomy balloon dilation catheter is recommended for use in the dilation of the nephrostomy tract and for placement of the working sheath. Contraindications do not use the x-force® nephrostomy balloon dilation catheter in the presence of conditions which create unacceptable risk during the dilation of the nephrostomy tract. Warnings: ¿ if resistance is felt when removing either the catheter or the guidewire from the working sheath, stop and consider removing them as a single unit to prevent damage to the product. Applying excessive force to the catheter can result in tip breakage or balloon separation. ¿ do not use air or any gaseous substances as a balloon inflation media, always use sterile liquid media. ¿ this is a single use device. Do not re-sterilize any portion of this device. Reuse and/or repackaging may create a risk of patient or user infection, compromise the structural integrity and/or essential material and design characteristics of the device, which may lead to device failure, and/or lead to injury, illness or death of the patient. Precautions: ¿ only a physician who has an understanding of the clinical applications, technical principles and associated risks associated with balloon dilation of the nephrostomy tract should use this device. ¿ after use, this product may be a potential biohazard. Handle and dispose of in accordance with accepted medical practice and with applicable laws and regulations. Potential complications the complications that may arise from a balloon dilation procedure include tissue trauma and perforation. Inspection prior to use the x-force® nephrostomy balloon dilation catheter is a sterile, single use device. Carefully inspect the catheter and the sterile packaging for signs of damage that may have occurred during shipment. Do not use the product if damage is evident. Preparation of the catheter all x-force® nephrostomy balloon dilation catheters contain air in the balloon lumen. The air must be removed to allow liquid to fill the balloon when it is inflated. 1. Remove the protective sheath from the balloon. 2. Attach the inflation device to the connector on the balloon lumen. 3. Open the stopcock, and draw back on the inflation device to remove the air from the balloon catheter 4. Close the stopcock, remove the inflation device, depress the plunger to remove any air and reattach to the balloon catheter. 5. Repeat steps 3-4 until all air is removed from the balloon lumen. Catheter insertion 1. Prior to insertion, place the working sheath over the balloon and position it proximal to the balloon. Note: dilation procedures should be conducted under fluoroscopic guidance with appropriate x-ray equipment or direct vision. 2. Introduce the catheter carefully over a 0.038¿ (.97mm) guidewire and place it in the area that needs to be dilated. Use the radiopaque marker to aid in proper positioning. Caution: do not advance or withdraw the catheter or guidewire against any significant resistance. The cause of the resistance must be determined fluoroscopically and remedial action taken."

Event description:
It was reported that the doctor was unable to remove the sheath from the x-force dilation product and attempted to cut it. Allegedly, the patient required an additional surgery to remove a foreign object. Per additional information received via medwatch on (B)(6)2018 , it was reported that a patient had a foreign body retained in his renal cortex after a nephrostomy tube was placed. The patient had a CT scan which showed unusual findings and she was referred to a specialist. There were no presenting complaints from the patient. The foreign body was discovered during a percutaneous lithotripsy procedure. The patient underwent an exploration of the flank to remove the foreign body.